Event description:
Reportedly, a squeaky noise came from the manifold pump. Replacing the manifold pump resolved the noise issue. The pt was ambu bagged for two minutes and then switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Though requested, no additional pt info was not provided.